Event description:
This event was considered reportable after receiving additional information from sales rep on 01/12/2007. Bio-pushlocks implanted split before being fully inserted. Surgeon felt that fixation obtained with the partial implants was still excellent (shoulder instability). This device is used for treatment.

Manufacturer narrative:
Device was not returned for evaluation. Follow-up with sales representative indicates that surgeon was inserting the implants at an angle rather than perpendicular to the insertion site. Sales rep discussed event with surgeon and provided recommendations to avoid this condition. This event was attributed to user error.